Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair bilateral total extra peritoneal, the device did not inflate. There was no rapid loss of abdominal pressure due to the device issue. There was no replacement of the product so, the surgeon had to convert procedure from laparoscopic to open. The incision was extended by more than 1 inch (2.54 cm) due to the product problem. There was no injury caused to the patient and no medical intervention was required. Patient status: normal.